Manufacturer narrative:
The received device had the cannula assembly fully deployed. No bends, kinks, or damages were observed on the soft cannula. The fluid path was inspected, and a leak test was performed and no leakages were observed along the entire fluid path. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. No other damages or defects were found that would contribute to a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The patient reported the cannula was not inserted correctly and bent/kinked into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria

Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl while wearing the pod less than 1 hour. The patient reported being unsure if the cannula was properly seated and bent/kinked, while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod and gave a basal.